Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No loose drive support cap anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that they experienced high blood glucose level. The customer blood glucose level was 554 mg/dl. Customer reported that they was treated with manual injection. The customer experienced symptoms like vomiting for high blood glucose level. Customer reported that the drive support cap was damaged. Customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.